Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. It was also reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Blood glucose level was was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg level via correction injection.